Manufacturer narrative:
Analysis found that the pre-repair heat test could not be performed as they were not able to put tool in to run. The bearing was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the attachment overheated during the procedure. There was no patient impact.